Event description:
In 2005, a gore tag thoracic endoprosthesis was implanted to repair a descending thoracic aortic aneurysm. The following year, a postoperative computed tomography scan revealed a proximal type I endoleak. Two months later, two additional gore tag thoracic endoprostheses were implanted, but the proximal type I endoleak persisted. The physician will continue to monitor the patient.

Manufacturer narrative:
Please note: in 2005, a gore tag thoracic endoprosthesis (lot#03614996) was implanted. The following year, two additional gore tag thoracic endoprostheses (lot# 04012984 and lot# 04039302) were implanted.